Event description:
No new patient or event information to report.

Manufacturer narrative:
Summary of event: as reported, an ngage nitinol stone extractor was used to remove ureteric stone debris. The device was deployed successfully in the ureter and stone debris was removed. The device was deployed again and the remaining stone debris was removed. The device was removed from the ureterorenoscope. The scrub nurse attempted to open the basket and found that the basket would not open. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the device and functional test were also conducted. The product was returned in original plastic tray and open pouch. The support sheath was observed to have slight bow. A functional test found the basket could be opened and closed. A section of clear plastic sheath was observed on one of the basket wires. The sheath was the shrink tubing from the distal end of the basket sheath. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The products instructions for use provides the following information: important: excessive force could damage device. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A functional test of the returned device found the basket would open and close as the handle was functioned. A visual inspection found a section of clear sheath on one of the basket wires. The clear sheath was determined to be the shrink tubing that is applied to the distal end of the basket sheath. The shrink tubing had been displaced from its normal location. Although the basket functioned during testing, the presence of the dislocated shrink tubing makes it very likely the shrink tubing was located over the basket wires during use, preventing the basket from opening as reported. The position of the shrink tubing was likely changed during removal of the device from the scope. The provided information stated the device was tested before use and initially was functional. This indicates the shrink tubing was in the proper location when first used. It is is likely that the shrink tubing was damaged and moved distally when removing the device from the scope, which prevented the basket from opening during use. There was not enough information available to make a conclusive determination of the cause, but it is possible that procedural factors such as the path of the device when being removed from the scope cause the damage to the shrink tube. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an ngage nitinol stone extractor was used to remove ureteric stone debris. The device was deployed successfully in the ureter and stone debris was removed. The device was deployed again and the remaining stone debris was removed. The device was removed from the ureterorenoscope. The scrub nurse attempted to open the basket and found that the basket would not open. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.